Event description:
Journal reference: rosario et al. "Durability and cost-effectiveness of transurethral needle ablation of the prostate as an alternative to transurethral resection of the prostate when alpha-adrenergic antagonist therapy fails" j urol 2007; 117, 1047-1051. The needle describes the results of a long term study involving patients treated with transurethral needle ablation of the prostate for symptoms related to luts/bph. The procedures were conducted between june 1994 and 1995. Short term symptom relief was reported as successful with a high rate of long term treatment failure. A number of procedure related complications were reported. Reportable event: one patient experienced epididymitis that cleared with oral antibiotics.

Manufacturer narrative:
Journal reference: rosario et al. "Durability and cost-effectiveness of transurethral needle ablation of the prostate as an alternative to transurethral resection of the prostate when alpha-adrenergic antagonist therapy fails" j urol 2007; 117, 1047-1051.